Manufacturer narrative:
Additional information was received that the location of the infection was in the lower back. Symptoms of fever, rash and itchiness were noted. The physician also confirmed that the infection was due to impaired wound healing. The patient was placed on antibiotics and was doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.

Event description:
A report was received that the patient developed an infection. The patient underwent an explant procedure.